Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the needle had struck a vein and there was excessive bleeding. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient applied a pod and the needle struck a vein after deploying. The patient stated that they removed the pod and the site would not stop bleeding so they went to the emergency room. A stitch was put in to stop the bleeding.

Manufacturer narrative:
The pod was received with evidence of blood on the adhesive pad and in the soft cannula. Data obtained from the device generated an 0x68 alarm indicating an occlusion occurred during runtime. Time outs were observed in conjunction with this alarm. Fluid did not initially flow through the fluid path as intended. During investigation blood residue was observed at the distal end of the formed needle. The blood residue was cleared and the device was rerun. No hazard alarms or time outs were replicated in the rerun data indicating the observed blood residue occluded the fluid path and triggered the 0x68 alarm. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.